Event description:
A user facility biomedical technician (biomed) reported that the blood pump on a fresenius 2008t machine ripped the (fresenius) bloodlines during hemodialysis (hd) treatment resulting in blood loss. Additional information was provided during follow-up with the clinic manager (cm). The reported event occurred approximately 15 minutes after the initiation of treatment. The reported issue was identified by the biomed. The bloodlines were inspected prior to treatment at which point no defect or damage was identified. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The machine was removed from service and the blood pump was replaced to resolve the reported issue. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer determined during its investigation that there is a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
A user facility biomedical technician (biomed) reported that the blood pump on a fresenius 2008t machine ripped the (fresenius) bloodlines during hemodialysis (hd) treatment resulting in blood loss. Additional information was provided during follow-up with the clinic manager (cm). The reported event occurred approximately 15 minutes after the initiation of treatment. The reported issue was identified by the biomed. The bloodlines were inspected prior to treatment at which point no defect or damage was identified. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The machine was removed from service and the blood pump was replaced to resolve the reported issue. No parts are available to be returned to the manufacturer for physical evaluation.